Event description:
It was reported that the user had difficulty passing the iab through the sheath. When it was finally inserted, blood was noted in the helium tubing. When the iab was removed, the central lumen was noted to be fractured. Another iab was inserted without any complications.